Manufacturer narrative:
Device analysis: one smiths medical cadd cassette reservoir was returned for analysis in a used condition without its original packaging. The sample was visually inspected at a normal condition of illumination and a cut was observed in the assembly (ay) bag. During functional testing, a syringe was used to infuse water into the ay bag and leak was detected in the cut found during the visual inspection. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir was found to be leaking during compounding. Per reporter there was no patient involvement and no adverse effects were reported.